Manufacturer narrative:
The reported complaint of leak on the quattro catheter (lot # 96599) was confirmed during functional testing of the returned catheter. A bonding leak was observed at proximal end of the medial 1 balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. In addition, a water emission/leak was observed at the proximal luer port. Probable causes can be a latent material defect. Visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Observed dried blood residue on the catheter's balloons and distal luered tubings. During functional testing of the returned catheter, all infusion ports and extension tubes were flushed without resistance, except for the distal luered tubing due to blood clogged. The catheter was connected to a pressurized inflation device for one minute, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of the medial 1 balloon. In addition, a water emission/leak was observed at the proximal luer port. Therefore, the reported complaint was confirmed. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous complaint reported for quattro catheter with lot number 96599.

Event description:
During ivtm therapy, the quattro catheter (lot # 96599) was placed in the patient's right femoral vein, and an arterial line was placed in the left femoral vein. About 5 hours after the initiation of the treatment, the 500-ml saline bag was observed empty. The user replaced the saline bag, and the treatment resumed. However, after about 2 hours, the user noticed the second saline bag was also empty. There was no alarm generated and no error code displayed on the thermogard console. Per user, there were no traces of fluid on the floor, patient's bed, or on the console. Catheter leak and an infusion of about 700 milliliters of saline were suspected. The therapy was discontinued; however, the catheter was not replaced. The quattro line was left in place and used as the central line. There was no device malfunction reported on the thermogard console. No consequences or impact to patient.